Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had an obvious leak on the cuff. The highest peep setting for the patient was 16 cmh2o and this patient was never prone. Patient was reintubated with 7.5mm tube.